Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The stent remains implanted. The delivery system was not returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the stent detached during a kissing stent procedure in the iliac arteries. As an endovascular retrieval could not be performed, a crossover surgical bypass was then performed. Further information is pending.